Event description:
It was reported that the patient with this implantable pacemaker had a hard time breathing from a dentist appointment and had concern about the heart device. This device remains in service. No adverse patient effects were reported.